Manufacturer narrative:
Medwatch sent to FDA on 05/03/2016. The event of lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the additional reported event of skin irritation and corrected labeling for infection: "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site."

Event description:
Additional information: patient was injected with juvederm ultra plus xc in the nasolabial folds and smile lines. On the following day, patient was injected with juvederm ultra xc in the bottom lip. Symptoms developed the next day in the left malar region that also included lumps. Patient as been reviewed on several occasions and treated with hylase, flucloxacillin, ceftriaxone, dexamethasone and panadiene forte provided by another physician. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00301 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: "method of use - posology. The area to be treated should be disinfected thoroughly prior to the injection. Warnings: juvéderm ultra¿ injectable gel must not be used in areas presenting cutaneous inflammatory and/or infectious processes (e.g. Acne)."

Event description:
Healthcare professional reported having a patient injected with unspecified juvederm ultra in the nasolabial folds and surrounds. The patient developed a "small infection" and treating physician prescribed antibiotics. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported having a patient injected with unspecified juvéderm ultra¿ in the nasolabial folds and surrounds. The patient developed a "small infection" and treating physician prescribed antibiotics. Symptoms are ongoing. Additional information: patient was injected with juvéderm ultra plus¿ xc in the nasolabial folds and smile lines. On the following day, patient was injected with juvéderm ultra¿ xc in the bottom lip. Symptoms developed the next day in the left malar region that also included lumps. Patient as been reviewed on several occasions and treated with hylase, flucloxacillin, ceftriaxone, dexamethasone and panadiene forte provided by another physician. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-00301 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm ultra¿ xc.